Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised after initial complaint of pain. Surgeon reported presence of pseudotumor. Intra-operatively, corrosion was noted inside the femoral head. The trunnion was not observed to have any damage/ wear. The head and liner were removed and a new liner with ceramic head and sleeve were implanted. Rep confirmed there were no allegations against the revised insert.